Event description:
On 3/6/96 a respiratory therapist noted difficulty in suctioning pt, under direct laryngoscopy the endotracheal (et) 8.0 oral/nasal 10.9 tube was noted to have a "kink" at 20cm. The et tube was removed and replaced with another et tube.